Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. Nine (9) months post procedure the patient had a follow-up computed tomography (CT) that showed that the there was a leak present. No intervention or treatment was performed, the physician planned a follow up transesophageal echocardiogram (tee) procedure.